Manufacturer narrative:
The follow was included in the investigation in error in the initial report and should be excluded ¿ ¿it was observed that the battery compartment was cracked.¿ there was no damaged found to the battery compartment. (B)(4).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 2/06/2017 with the following findings: the black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Due to the pump information for the complaint date being overwritten, the investigation was unable to duplicate the initial complaint about an ¿inaccurate delivery¿ issue. Unrelated to the initial allegation, it was observed that the battery compartment was cracked. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 300 mg/dl without any reported symptoms suggestive of hyperglycemia. The patient was reported to have had diarrhea; the patient has cystic fibrosis. This combination of blood glucose measurement without symptoms suggestive of hyperglycemia does not meet animas' criteria of a reportable adverse event and is not being reported. This complaint is being reported because of an alleged inaccurate delivery issue with the pump.